Manufacturer narrative:
Sections with additional information as of 28-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 14-aug-2020 to ensure that the customer's condition improved - able to establish contact with customer's brother and stated sister's condition improved and she was not currently having any diabetic symptoms. Brother reported customer received medical attention at the hospital since initial call. Customer was admitted overnight at the hospital and was discharged the following day. At the hospital, the customer's blood glucose was high. Brother stated the truemetrix air meter was working as intended. At follow-up on 10-aug-2020, no additional medical attention was reported and brother stated that customer's husband had purchased a new meter.

Event description:
Consumer reported complaint for hi blood glucose test results. Brother is calling on behalf of the customer; the truemetrix is his meter. Customer had tested using his meter and obtained hi. Brother stated that customer was not feeling well at the time of the call and did not provide details regarding her symptoms. Medical attention was not needed at the time of the call and brother stated he was waiting for customer's husband to return home. Information was provided to technician who was unable to contact the customer/customer's brother via telephone.